Event description:
It was reported that the wrong housing was on the auger bur and was used for surgery. The inner housing shattered inside the patient's shoulder which left metal pieces in the shoulder. The doctors were able to remove them with no injury to the patient reported.

Manufacturer narrative:
Investigation is on-going. Once completed, a follow-up report will be submitted.